Event description:
It was reported that a malfunction occurred with the code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided instructions for resetting the pump, resolving the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.